Event description:
It was reported that customer was admitted as an inpatient to a hospital due to low blood glucose. Troubleshooting was performed and pump programming and function appeared to be normal.